Event description:
It was reported that the fiber emitted smoke and was fractured during use. The procedure was completed with another device. No further information was provided.

Event description:
It was reported that the fiber emitted smoke and was fractured during use. The procedure was completed with another device. No further information was provided.